Event description:
It was reported that the 9600 system had a collimator iris error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was put back into service.